Manufacturer narrative:
The customer complaint of a battery replacement message was confirmed through a review of the pcu device logs, however it was not replicated during testing. Review of the pcu device logs confirmed that on the final day of use two replace battery alarms occurred. The pcu battery logs also confirmed a period of 34 days from 12april2018 until 16may2018 that the device was disconnected from a/c power. It is recommended that the pcu device power cord be connected to hospital grade a/c power source whenever possible. During testing a fast battery conditioning test was performed to condition the customer¿s pcu battery. The new battery capacity was found to be sufficient for use. A battery run time test was also performed using the customer¿s conditioned battery. The pcu battery exceeded the battery run time specification with required low battery alarms as required. Inspection of the pcu main battery confirmed that the battery was a bd supplied battery with date code 1811 (yyww) which indicates that it is approximately 5 months old. If the pcu device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade a/c power source for at least 16 hours. The battery will be replaced as a preventative measure by the bd repair depot during servicing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported the clinician was setting up the pump to be used with a patient when a battery replacement message was displayed; there were no active infusions at the time of the event. There was no patient harm.